Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure used a retrograde approach, and the mynx control vcd was utilized following a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. A non-cordis catheter sheath introducer (csi) with no identified french size was returned inserted on the device. The balloon was noted deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to balloon loss of pressure observed during the attempted inflation/deflation test. A high magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device as a longitudinal tear was observed on the balloon surface. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure used a retrograde approach, and the mynx control vcd was utilized following a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. The device will be returned for evaluation.